Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that right ventricular (rv) lead exhibited over sensed noise. The lead was explanted and replaced with new lead. There were no patient consequences, and patient was discharged.